Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump replacement time too long, causing all key failure, according to electrostatic treatment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with e52 alarm loop during power up. Unable to perform self test and displacement tests or verify button/keypad anomaly due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for button alarm, unresponsive button complaint. No moisture damage found on the electronics, keypad assembly, motor, and vibrator assembly noted. No unlocked j2/lcd keypad connector noted. Swapping out test boards confirms e52 alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, stained address/serial number label, stained end cap sticker. Unable to confirm button/keypad anomaly due to e52 alarm. E52 alarm is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.